Event description:
On 5th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. During the maintenance it was found the bracket was broken. We decided to report the issue in abundance of caution as broken bracket could cause detachment of the arm from the device and it could lead to the serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number: (B)(6).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. During the maintenance it was found the bracket was broken. We decided to report the issue in abundance of caution as broken bracket could cause detachment of the arm from the device and it could lead to the serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does indicate that upon the event occurrence, the device was not being used for patient treatment or diagnosis. According to the information gathered, the issue was discovered during maintenance by biomedical engineer. A root cause analysis was performed by the subject matter expert at the manufacturing site. As they stated, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root cause. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The unique identifier (UDI)# information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.